Event description:
The second of three reports involving the same facility. A dermatome blade for model s electric dermatomes was involved in an incident during a grafting procedure. The incident was described as follows; a pt who was undergoing a graft from his left thigh experienced a shredded and or a "defective" graft during the procedure. The model s electric dermatome (lot # s682) was being used at the time. The graft thickness was set for .014. The graft was described as having major skips in the graft requiring a second graft to be done with another dermatome and a new blade. The pt did not require any additional treatment to the first site as a result of the unsuccessful graft.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.